Manufacturer narrative:
Date of report: 25jun2019. Date rec¿d by MFR: 24jun2019. The fse (field service engineer) advised the customer to replace the flow sensor assembly and the air filter to address the reported problem. A quote was provided to the customer for the replacement of these parts. The customer declined service and did not approve the quote so the ventilator was not repaired. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had error message of low tidal volume. The customer reported there was no patient involvement. The event date was not specified; estimate used.